Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated they started bleeding from the insertion site that lasted 2.5 hours. The sensor was inserted into the abdomen on (B)(6) 2019; however, after insertion and sensor warm-up, the sensor stopped working and the patient noticed the adhesive was saturated with blood. He applied pressure and ice to the area, but the bleeding would not stop. He went the emergency department and when the physician removed the sensor, blood flowed from the insertion site. The physician applied a medical skin glue to the insertion site and the bleeding stopped. No additional patient or event information is available.